Event description:
The needle failed to retract and caused a needle stick injury.

Manufacturer narrative:
Conclusions - a root cause analysis could not be determined as the sample was not available for the investigation. The device history could not be reviewed because the lot number is unknown. CAPA has been initiated to investigate the causes of glue placement. This CAPA shall investigate the potential causes, reduce the glue placement defects, and document the solutions for better manufacturing control on the bd autoguard lines. Date submitted: 12 november 2008.